Manufacturer narrative:
Patient information was not provided. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in (B)(6), unites states livanova initiated an investigation. A complaints database review revealed other similar events submitted by the same hospital. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
On (B)(6) 2022, livanova received a medwatch stating that a patient underwent an aortic valve replacement and repair of aortic aneurysm in (B)(6) 2017 during which a sorin 3t heater/cooler was used. According to received inforation, the heater-cooler was purchased in 2012 and maintained according to manufacturer's IFU. The unit was not used after (B)(6) 2018 and was returned to the manufacturer in 2019. In (B)(6) 2022, the patient was diagnosed with a non-tubercolosis mycobacterium (ntm) infection (m. Chimaera).

Manufacturer narrative:
Customer information have been added to the dedicated e section. H.10: based on the surgery date ((B)(6) 2017), it is possible to determine that the heater cooler used during the procedure was not equipped with the vacuum and sealing kit. Livanova performed multiple attempts in order to retrieve additional information regarding the reported event but the customer did not reply. No additional information is currently available on this specific case and a relationship between the device and the reported adverse event could not be determined. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H.10: based on the event description provided, an analysis of shipping record for the involved customer facility has been conducted. Analysis revealed that six (6) devices were sold in 2012. Serial number are the followings: (B)(6). However, the serial number of the device used during the surgery could not be identified.